Event description:
It was reported by a patient that she underwent a sling procedure on an unknown date. The patient has remained sick since receiving the mesh. The patient has a prolapsed bladder and has had a urinary tract infection since the sling was implanted. Her kidneys have begun to fail. The patient is currently in the hospital. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.